Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was initially reported that the patient was driving to the store when he noted the cgm value was 88 mg/dl. While in the store, he purchased candy to self-treat, however, he did not recall walking out of the store or leaving the parking lot. He drove out of the parking lot, lost consciousness and drove into a tree. He sustained an open-fractured left ankle, lacerations, and totaled his car. Emergency medical services (ems) was contacted and treated the patient with IV glucose for a bg of 38 mg/dl. The patient was transported to a hospital where it was determined his cgm values were 50 ¿ 100 points higher than his blood glucose levels. He was treated with IV glucose, IV antibiotics, and his lacerations were sutured. Because of his injuries, he was air transported to another hospital with a higher level of care. At the higher level of care hospital, surgery with internal fixation (bolts, screws) was performed on his left ankle. The patient was released from the hospital 09/13/2022. As of 09/29/2022, the patient has undergone 2 surgeries on his his left ankle. Follow up contact with the patient was done on 10/11/2022. The patient reported his wounds were healing and the surgical sutures were scheduled to be removed later on 10/11/2022. The patient confirmed that he was asymptomatic prior to losing consciousness. No data was provided for evaluation. The allegation and the probable cause could not be determined. The single reported glucose value and range provided for the second value of the set falls within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 10/14/2022.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5112302.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)